Event description:
The facility reported an infusion pump with under delivery which occurred before use. The hospital representative stated they have no record of any patient injury or medical intervention. No additional contact information was available.

Manufacturer narrative:
The pump is in the process of being evaluated. Review of the complaint history reveals similar repors have been received for this product for the reported issue. This issue is being investigated under mdq-CAPA-164.